Event description:
A report was received stating that the device was in use with the pt when it was discovered that a suction catheter was unable to pass through the tracheostomy tube. Reporter stated that they spent two days attempting to resolve the issue with the in situ tube without success. After the two days of troubleshooting, the tracheostomy tube was replaced. The removed tracheostomy tube was examined by the reporter and was reportedly found to have an offset 15mm connector. No adverse effects to pt reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the eval once it is completed.